Event description:
It was reported that the patient presented for a follow-up in the clinic with pocket erosion. The device was found visible from the opened incision site of the implanted device pocket. The physician explanted and replaced the pacemaker to resolve the issue. The patient was in stable condition throughout the procedure.

Manufacturer narrative:
The product was returned and the visual inspection was normal. Interrogation and preliminary test results were acceptable. No anomalies were noted.